Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose was 401 mg/dl at the time of the incident. The other blood glucose was 298 mg/dl. Customer reports they feel okay to troubleshoot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer decline to continue troubleshoot for high blood glucose. Customer treated high blood glucose with manual injections and bolus on the pump. The auto mode was active. The device will not be returned for the analysis.